Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During the gross visual examination of the returned sample, a crack in the polyurethane (pu) was noted on the cavity ID end. The crack was noted in the center of the pu cut surface. Further visual examination did not identify any other damage or irregularities on the returned sample. The dialyzer was not subjected to a laboratory leak test since this failure is known to impact the integrity of the dialyzer. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility¿s clinic manager (cm) reported that a visible internal dialyzer blood leak occurred immediately at the start of a patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t hemodialysis machine, did not alarm because they stopped the blood pump before it reached the blood leak detector. Blood leak test strips were not used. There was no defect or damage noted on the dialyzer. Fresenius bloodlines were also in use. The patient¿s estimated blood loss (ebl) was approximately 150ml. There was no patient injury, adverse event or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility¿s clinic manager (cm) reported that a visible internal dialyzer blood leak occurred immediately at the start of a patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t hemodialysis machine, did not alarm because they stopped the blood pump before it reached the blood leak detector. Blood leak test strips were not used. There was no defect or damage noted on the dialyzer. Fresenius bloodlines were also in use. The patient¿s estimated blood loss (ebl) was approximately 150ml. There was no patient injury, adverse event or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.